Event description:
On (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2018, a follow-up computed tomography images revealed a proximal type I endoleak. No aneurysm sac enlargement was reported. It was reported that on (B)(6) 2018, the physician reintervened. The patient tolerated the reintervention.